Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm with 1 minute each. However, at second inflation, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.